Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2305902 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) burst during the "csi" procedure. Manual compression was done by the physician for hemostasis. The balloon was checked before "csi" and found to be okay. The device was stored and prepped according to the instructions for use (IFU). The device was used in a percutaneous coronary intervention (pci) procedure with an antegrade approach. The user was trained to the device. A 6f 10cm non-cordis sheath was used. The femoral artery¿s suitability was not verified on angiography or venography, including the insertion angle (40 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was moderate presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure with the 1st stop. There was no visible damage to the distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was received connected to the device, and the stopcock was found closed. The sealant and advancer tube remained in their manufactured positions. The procedural sheath was not returned with the device. In addition, the balloon was found fully deflated. Per functional analysis, leak testing was performed on the balloon of the returned device per the mynxgrip IFU. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. The product history record (phr) review of lot f2305902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (there was moderate presence of pvd/calcium in the vicinity of the puncture site) and/or concomitant device factors (ruptured at first stop although reported there was no visible damage noted to the distal end of the sheath) most likely contributed to the reported event since this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The event date is currently unknown. A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) burst during the "csi" procedure. Manual compression was done by the physician for hemostasis. The balloon was checked before "csi" and found to be okay. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, b5, d10, h3.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) burst during the "csi" procedure. Manual compression was done by the physician for hemostasis. The balloon was checked before "csi" and found to be okay. The device was stored and prepped according to the instructions for use (IFU). The device was used in a percutaneous coronary intervention (pci) procedure with an antegrade approach. The user is trained to the device. A 6f 10cm non-cordis sheath was used. The femoral artery¿s suitability was not verified on angiography or venography, including the insertion angle (40 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was moderate presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure with the 1st stop. There was no visible damage to the distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.